Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of images supplied provided the following observation: overall fit and alignment of the implants is appropriate on the visualized portions. The right total knee arthroplasty is incompletely evaluated on this study. No signs of loosening, radiolucency. There is a comminuted fracture of the patellar component. A bony fracture is not definitely appreciated on the plain film images. A definitive root cause was unable to be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion" customer information: user noticed at 7 p.m that daily infusion rate was set correctly 42 ml/h but the pump had dripped(plasmalyte glucos 50mg/ml 1000 ml bag) less than set. As the same has occurred before, the separate infusion rate counter monidrop was taken and the actual drip rate is defined as 20 ml / h. Changed the pump and then infusion rate was correct (checked with monidrop). Same tubing infusomat space line safe set was in use all the time.